Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to low blood glucose levels. The customer went to take a nap, and when her family went to check on her, she was unresponsive. At the point the paramedics were called. It was also reported that the insulin pump rattles now after the customer was involved in a car accident where the car rolled over. The customer was not the driver at the time of the accident. Advised that the insulin pump would be replaced due to the rattling. Nothing further was reported.